Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue and debris on the lens. Visual inspection found the optic and haptic torn and haptic bent with debris on the lens surface. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted and removed a 13.2mm, vticmo13.2, -11.00/2.5/107 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens tore during injection. There was patient contact (lens touched the eye) with no patient injury. This resolved the problem. Reportedly, "initial lens was found broken after implantation and removed during initial surgery. Replacement lens not yet implanted due to patient's issues." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.